Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On 10/07/2025, it was reported that the patient claimed that he had a dka. He checked his ilet, and his reading was 70 mg/dl then it went down to 51 mg/dl. He didn't have a finger stick to compare it with the cgm reading. He was worried so he decided to go home from work. His fiancé' was there with him then suddenly he started to feel the symptoms. He vomited multiple times, unconscious and unresponsive and also dehydrated. The patient did not take and do anything to bring the cgm reading up. He also did not take any medication. His fiancé drove him right away to the hospital and arrived there at around 9:00 am. They checked his bg, and it was 685 mg/dl while the cgm was reading 51 mg/dl. The patient and his fiancé were unable to remember the specific medication that the doctor and nurses gave him. They can only remember that the patient was provided IV medication. The patient was not aware of the reading during that time since they had already removed the dexcom sensor. He only remembered that it weas from 200 to 300 mg/dl on the fingerstick for a couple of days until on the 3rd day his bg meter value went down to 192 mg/dl. On (B)(6) 2025, they checked his bg again. His bg meter value, and it was 220 mg/dl. The doctor discharged him on (B)(6) 2025. The patient was now okay but still has a soar throat due to extreme vomiting on (B)(6) 2025. No other details were documented. No data was provided for evaluation. The allegation and the probable cause could not be determined. When the patient had dka here was not a complete set of reported glucose values available to search within the parkes error grid calculator. At the hospital, the reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis and loss of consciousness. H6: health effect clinical code- sore throat.